Event description:
A customer reported experiencing battery issues. Customer will reconnect charging cable to get pump to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.